Manufacturer narrative:
B)(4).

Event description:
It was reported that during normal follow-up, externalized conductors and r-wave variation were observed. Patient was asymptomatic. The lead was successfully capped and replaced. There were no adverse consequences to the patient.